Manufacturer narrative:
The concomitant set has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from an IV extension set mated to a non-carefusion/bd connector during an unspecified infusion in the picu. Although requested, additional information is not available; there was no patient harm.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak at the connection between an IV set and a non-bd connector was confirmed. However, the leak was observed between the microclave and the female luer of the concomitant set, not the reported suspect set. Functional testing resulted in no leaking. Pressure testing resulted in leaking only when connected to the microclave. Despite the hairline fracture, no leaks were observed when only bd mating components were used. This indicates that there may be a slight incompatibility issue when the ICU microclave is used as mating component. Dimensional testing was performed and all the luers measured within specification. The root cause of the leak could not be definitively determined.